Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited oversensing of non-physiologic signals on this right ventricular (rv) lead channel, resulting in inappropriate anti-tachycardia pacing (atp) and two inappropriate shocks. Low pacing impedances within range, measuring between 300 and 400 ohms, and low amplitudes were observed. Technical services (ts) recommended further evaluation of the patient due to a potential lead insulation issue. No adverse patient effects were reported. This rv lead remains in service.